Event description:
Reporter alleged blood glucose measured 203 mg/dl back to back with a result of 109 mg/dl, when tested five minutes apart from the nurse's meter. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.